Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly is not experiencing a decrease in audiological benefit. The recipient will continue to be monitored. This is the final report.

Event description:
A review of the test data indicates impedance issues.

Manufacturer narrative:
Correction sections: d.6b the recipient is reportedly not experiencing any benefit from the program adjustments. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has refused to consent. As a result, no conclusion can be drawn at this time. If consent is received at a later date, the issue will be re-opened and the results of the analysis will be reported. The device remains intact in a locked vault at ab, llc until consent is obtained. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.